Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a hawkone to treat a 50mm moderately calcified chronic total occlusion (cto) in the mid right superficial femoral artery (sfa) of diameter of 5-7mm. A non medtronic 6fr x 45cm sheath and a 6 x 320 spider embolic protection device was used in the procedure. The IFU was followed without issues. Severe tortuosity of the iliac arteries was reported and there were existing stents in both right and left common iliacs. The bifurcation was preserved and a sheath was placed up and over from the contra-lateral side. Severe resistance was encountered during withdrawal of the hawk and spider devices. It was reported that the guidewire prolapsed and locked up on the hawkone causing damage to the tip of the hawkone at or near the cutter window. The guidewire lumen was not torn from the distal tip but the nosecone detached at the hinge pin. An arterial cutdown was required on the right side to remove the spider and the hawkone including the detached tip. The patient was sedated and intubated for the procedure. The sheath was exchanged on the contra-lateral side and the physician crossed the previous lesion and completed balloon angioplasty. The patient encountered some difficulty with the sedation later that evening and required intubation but had stabilised the following morning.

Manufacturer narrative:
Product analysis: the hawkone was returned with a detached filter assembly from the spider fx. No ancillary devices were included. The cutter driver was not returned. The filter assembly was returned with the capture fractured off approximately 5 cm from the distal tip of the capture wire. The proximal portion of the capture wire was not returned. The filter showed biological debris within the braids of the filter. The fracture face of the capture wire is ductile in nature. The hawkone was inspected and was observed the distal assembly was fractured apart. The fracture was radial and was located distal the anchor pockets and at the proximal edge of the coiled segment of the housing. The distal portion which fractured off showed they guidewire (gw) tubing of the housing torn and flapped distally. The gw tubing was disengaged from the proximal end of the housing and at the approximate middle of the housing the gw tubing remain on the housing but showed a zipper tear for the remainder of the segment. No damage to the gw lumen of the rotating tip. A 0.014" gw from the lab was front loaded to verify zipper tear of the housing. The tecothane is shown as disengaged from the cutter window with a rounded proximal edge. It was observed the coiled portion of the housing was stretched out proximally and extended out past the round edge of the tecothane. The proximal segment of the hawkone showed the cutter retracted back into the cutter window with traces of dried blood within the cutter window. The anchor pockets were intact, and the straight fracture was noted at the location of the proximal edge of the coiled segment. If information is provided in the future, a supplemental report will be issued.